Event description:
The user facility reported that during a percutaneous coronary intervention (pci) procedure, the angio-seal vascular closure device assembly was found to be kinked. A pre-deployment angiogram was performed, and a 6 french sheath was in place. The right common femoral artery was punctured proximal to the inguinal ligament, and the vessel diameter was 3 millimeters. When the device assembly was inserted over the guidewire, it became kinked and was not deployed. Manual compression was applied to achieve hemostasis, which was successfully achieved. The estimated blood loss was less than 250 cubic centimeters. The event occurred intra-procedurally. No additional equipment or devices were used in conjunction with the angio-seal device. The reported incident did not result in patient injury or require medical or surgical intervention.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that damage was sustained to the sheath and locator assembly during insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).